Event description:
The customer reported the touch screen intermittently does not work and requires calibration before each use. The customer reported there was patient involvement with no patient harm.